Manufacturer narrative:
In the initial MDR wrong method code 3331 in h.6. And h.10 was submitted. Corrected information provided in h.6. And h.10. Additional information provided in h.3., and h.10. A sample was not received at the manufacturing site for evaluation for the report of haptic damaged by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was damaged by injector. There was no patient contact. Additional information has been requested and received stated that the issue with complaint product was noticed during loading/priming/preloading. A replacement company lens was used to complete the surgery the same day. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).